Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the aic logs confirmed that there purge pressure low alarms issued, which is likely to be an indication of a broken purge retainer. The console was tested; it was found that purge disk retainer was broken, and the purge disk detect flag was missing. Product history review was completed, and no action was required as a result of the review. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported the automated impella controller (aic) had a broken purge clip. When the complaint was discovered is unknown. However, there was no report or indication of any adverse effects to a patient because of this event.